Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The sizes of the bubbles are very small. The customer did not store insulin in room temperature. The reservoir will not be returned for analysis.

Manufacturer narrative:
The information provided with this initial report was incorrect. The correct information has been provided with this report. Also, some information from b5 has been updated and the information has been provided with this report.

Event description:
It was reported via phone call that the customer rewound the insulin pump with the reservoir in place.